Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If the device is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the battery overheated during preparation for use. There was not pt involvement and no allegation of adverse consequences associated with this event.